Event description:
It was reported that the balloon did not deflate completely when testing the catheter prior to insertion. It was not possible to confirm with the reporter whether or not the syringe was removed or left attached during deflation attempts. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5 cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the specification of 4 seconds. The balloon failed to deflate fully with the returned syringe attached. As noted in the product IFU, "passively deflate the balloon by removing the syringe from the gate valve". All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned monoject 1.5 cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. No product defects or damages were identified during the evaluation. The product functioned normally during testing, when following the instructions for use. No actions will be taken at this time.